Manufacturer narrative:
Upon investigation of the actual device used in this incident, email had sent to the customer. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was "42782441".

Event description:
It was reported when using the pyxis medstation es system, station was in disconnected mode. The customer reported that the malfunction resulted in a delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.